Event description:
An implant and warranty registration card was received that indicated the patient underwent a generator and lead replacement due to high impedance. The explanted products have not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.